Event description:
It was reported that during a product demonstration, a rotawire guide wire fractured. The burr was spinning at 300,000 rpms with the guide wire fractured. There was no patient involved.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was undetermined. (B)(4).